Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery depleting prematurely was confirmed. There was no log file submitted for review. The 14v battery, serial (B)(4) was connected to a maccor system to go through a charge/discharge cycle. The battery was placed in a ubc for further testing, and it gave a b0003 error. The 14v battery was hooked up to a mock loop, system controller, and battery clips. The battery was functionally tested and found to not support the controller. The battery was opened, and the pcb was inspected. The u7 component was damaged. A root cause for the reported event was determined to be a damaged pcb component; however, the root cause of the damage cannot be determined through this analysis. The 14v battery was inspected and tested on (B)(6) 2019. The battery showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. The heartmate 14 volt li-ion battery IFU section entitled ¿precautions¿ states ¿heartmate 14 volt li-ion batteries must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). If a battery is not charged by this date, battery operating time may be affected, which can cause the pump to stop. Do not use the battery if it has not been charged by the date indicated¿. The IFU states that one pair of new heartmate 14 volt lithium-ion batteries provides ten to twelve hours of support under nominal operating conditions (pump speed 12,000 rpm, flow 6.0 lpm, power 10 watts). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery was put in a universal battery charger (ubc) at clinic and showed at 80-90% charge and began charging (yellow light on for each slot). About 30-60 minutes later, the light turned red & when the button was pushed, "b0003" was shown on the lcd screen. All battery gauges on the batteries show it was fully charged. The battery was returned for evaluation and printed circuit board (pcb) damage was found.